Manufacturer narrative:
Add¿l info will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the bur unit chipped off. The doctor was able to retrieve the broken piece from the pt. Further, the procedure was completed successfully.